Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient and healthcare professional reported a right side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Visual device evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed on (B)(6) 2020. Visual analysis of the photographs identified a device the broken device is observed and appears to be separated, and biological tissue is seen in red. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.